Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: if the tip of the treatment tool or brush is bent or worn, you may feel a strong resistance to the touch. If poor insertion occurs, it is thought that the condition of the treatment tool or brush may be the cause of the blockage. In addition, the following reportable malfunction was identified during the device evaluation: nozzle has foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foreign material remained in the area as the device was returned to olympus without reprocessing at the user facility. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a clip blockage in the suction tubing. There were no reports of patient harm.